Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Visual inspection of the returned product found the lens torn into two pieces, with a piece missing. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens, +19.5 diopter, and the surgeon noted a defect in the middle of the optic. The lens was removed with no patient injury and the backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).